Manufacturer narrative:
The device was received at boston scientific's post market laboratory for analysis. Upon receipt the catheter was visually inspected and no eternal damage or abnormalities were found. Next the device was functionally tested which revealed that the steering knob and tension control knobs behaved correctly in both the locked and unlocked positions. Additionally, no resistance was felt when actuating the steering mechanism. Finally the device was electrically tested and the results were found to be within specification and no opens or shorts were found. It was concluded that the catheter did not present any evidence of the reported issue nor any defect that could have contributed to this event, therefore, the reported complaint was not confirmed by analysis. In addition, a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that during a procedure using a blazer ii htd catheter to treat paroxysmal supraventricular tachycardia [psvt] the displayed temperature did not increase during ablation. They first replaced the cable, however, the issue was not resolved. They then replaced the catheter and were able to complete the procedure without patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using a blazer ii htd catheter to treat paroxysmal supraventricular tachycardia [psvt] the displayed temperature did not increase during ablation. They first replaced the cable, however, the issue was not resolved. They then replaced the catheter and were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.